Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient sent a remote monitor transmission due to feeling "symptomatic" with heart rate below the programmed implantable cardioverter defibrillator (ICD) pacing parameters. It was noted that the atrial lead exhibited undersensing and the right ventricular (rv) lead exhibited high thresholds with potential non-capture. Follow up with the patient's clinic indicated that the patient has been admitted to the hospital on multiple occasions. The ICD, atrial, and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.